Event description:
Needle broke during injection [device breakage]. Case description: medical device information: class iia. This spontaneous case from (B)(6) was reported by a consumer as "needle broke during injection" and concerns a pt treated with novofine 30g due to device therapy. Patient's height: unknown. On (B)(6)-2008, the needle broke off during injection. This was the first time the needle was used, the pt underwent surgery to remove the needle on (B)(6)-2008, but the needle could not be removed. The outcome is not yet recovered.